Manufacturer narrative:
On 7-26-2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an unknown ablation procedure with a smartablate¿ irrigation tubing set. A white substance was found on the inside of the tube. At the start of the procedure, not used on patient and/or attached to catheter. The irrigation tube showed a white substance on the inside of the tube. A tube of a different batch, which did not show this problem, was used for the procedure. Finished the procedure without consequences for the patient. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and irrigation test of the returned device. Visual analysis of the returned sample revealed that the inner diameter of the smartablate irr tube set was found cloudy. Irrigation testing was performed per bwi procedures. No issues were observed. A manufacturing record evaluation was performed for the finished device ac6132057 number, and no internal action related to the complaint was found during the review. Cloudiness on the smart ablate tubing has been investigated by a cross-functional team. The engineering analysis suggests that a plasticizer migration in the tubing product may contribute to a change in tubing appearance, including opacity, increase in lumen roughness, and microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not adversely affect cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals, and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU). The event described could not be confirmed since the device performed without any foreign material. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Cloudiness observed may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of the smartablate pump. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On(B)(6) 2021, bwi received additional information indicating that the reported material was inside the tubing. The white substance was embedded. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a smartablate¿ irrigation tubing set. A white substance was found on the inside of the tube. At the start of the procedure, not used on patient and/or attached to catheter. The irrigation tube showed a white substance on the inside of the tube. A tube of a different batch, which did not show this problem, was used for the procedure. Finished the procedure without consequences for the patient. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Foreign material inside the tubing is MDR-reportable.